Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
The customer reported via phone call that the insulin pump alarmed button error and that they had issues with the screen. The blood glucose reading was unknown. It was also stated that they received a motor error in august which resulted in high blood glucose readings. The insulin pump was dropped in a bath full of water. It was stated that the insulin pump has had multiple motor error alarms, but not in one month. The customer was advised to discontinue use of the insulin pump and to revert to their back-up plan.